Manufacturer narrative:
Updated fields: h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed, due to damage on ccd unit, noise image occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope displayed an abnormal image. The issue was found during set up. There was no patient involvement or patient injury reported.